Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and air bubbles were seen in the clear hemostatic valve. The device evaluation was completed on 08-sep-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation 29-aug-2025. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Since no leakage, bubbles, or air were observed; the complaint was not confirmed. The leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and air bubbles were seen in the clear hemostatic valve. After the transseptal needle had been pulled out, air bubbles were seen in the clear hemostatic valve. Replacing the sheath solved the issue. It was not known if the procedure was delayed due to the reported event. It was not known if the procedure was successfully completed. No patient consequence reported. Additional information was received. Hemostatic valve air bubbles were seen in the hemostatic valve. The hemostatic valve was not broken, cracked, totally separated nor was there a leakage issue. No air was introduced into the patient. The sheath was being used on the patient. Did not require treatment. No medical intervention required. Tried to aspirate but had no effect. The patient exhibited no neurological symptom since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).